Manufacturer narrative:
Drive support disk was inspected and no anomaly noted. The insulin pump passed prime, displacement, basic occlusion and excessive no delivery alarm test. No excessive no delivery alarms noted. Missing end cap sticker, cracked reservoir tube lip and cracked display window noted during visual inspection.

Event description:
It was reported that the drive support cap was loose and the insulin pump was not functioning properly. It was stated that the device was dropped on the floor and it was damaged. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.